Event description:
The product was used during a bullectomy procedure. Reportedly, the instrument did not cut and there was unanticipated tissue loss. The surgeon applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.